Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received. Customer was unable to provide further information. Customer's blood glucose was 88 mg/dl. Upon follow up, customer reported fill estimate was resolved; no further assistance was required.